Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 powers up but no channel ID. Based on the findings, technical support determined that the proximate cause of the reported issue - logic board. A review of the device history record showed the device had a manufacture date of 05/30/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported 8100 module that would power up but not obtain a channel ID. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 powers up but no channel ID. Technical support - 1. Replace logic board. 2. Return the module to the factory. Biomed will get bring up to his upper chain of command to see if they will send in this unit in for repair due to the cost of a logic board. A review of the device history record showed the device had a manufacture date of (B)(6)2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported 8100 module that would power up but not obtain a channel ID. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported 8100 module that would power up but not obtain a channel ID. There was no patient involvement.